Manufacturer narrative:
.

Event description:
The customer received questionable results for two ca calcium (ca) patient samples, two chol cholesterol chod-pap (chol) patient samples, and one co2-l bicarbonate liquid (co2) patient sample. Of the results provided the result for one ca sample was erroneous and reported outside of the laboratory. The initial ca result for that sample was 7.7 mg/dl and the repeat was 9.3 mg/dl. There was no adverse event. The ca reagent lot number is 15296601 with an expiration of 08/31/2017. The field service representative found that the sample probe was bent. The sample probe was readjusted and all of the sample adjustments were verified. The rinse mechanism volumes were also adjusted. The precision was run for ca, co2, chol, and glucose. The precision results passed without errors. The system was working according to specification.